Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, the lens became dislocated and was explanted. Patient outcome reported as excellent.

Manufacturer narrative:
The explanted lens was returned for analysis and showed signs of handling. Several blue marker-like areas were observed on the optic, which was scratched-rejectable. No other damge was observed. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 06/15/2007 and 06/18/2007 by phone, mail and fax. Additional information was received 06/15/2007 and 06/19/2007 by phone and mail.